Manufacturer narrative:
Product analysis: at analysis it was noted that the stylus tip on the touch screen was out of calibration and that the stylus connector was broken (though still working) and would be replaced. The paper drawer was missing, the company logo button was broken, there was cosmetic damage to the bezel display (considered acceptable) and an error was found in the software history. All affected parts were replaced and all other identified issues resolved. The programmer passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned with no reason provided and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.